Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the patient experienced dizziness due to intermittent loss of capture on the right ventricular (rv) lead. It was also noted that there was an alert for short v-v intervals. Fracture was suspected. The sensitivity was adjusted and the pace/sense portion of the lead was subsequently replaced. It was further reported that a lead integrity alert (lia) triggered several weeks later due to episodes of 60-cycle noise which was attributed to patient exposure to water pipes at home. T-wave oversensing (twos) was also seen during a check at the clinic. The oversensing caused temporary asystole. The sensing was reprogrammed and the lead and device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Product ID 693565 implantable tachy lead 2011 (B)(6); 1688t competitor implantable pacing lead (B)(6) 2006 (B)(4).